Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to a fluid leak. Its location and source were not detailed. All components were removed and replaced. No additional information was reported.